Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned to the investigation site. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune size 6 trial peg was broke off into the size 5/6 shim 6mm thickness.it is a size 6 cr fb trial. All pieces retrieved.